Event description:
The customer reported to olympus the evis exera ii colonovideoscope air and water channel was obstructed. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the air and water channel was obstructed due to foreign material, clogging the nozzle. As a result of this clog, the air supply volume did not meet the standard value. This finding is likely due to insufficient reprocessing of the scope. Upon further inspection, it was observed that the suction cylinder and light guide lens had discoloration. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, it was observed that the plastic distal end cover had a crack. After three attempts to obtain additional information on the reported event, no response was received by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.